Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and clock monitor frequency error. The customer stated the insulin pump shut off and would not turn back on when inserting the battery. The customer did not recall any significant events leading to the alarm. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm or blank display anomaly noted. Unable to verify alarm or perform the currents test due to button/keypad anomaly. The insulin pump received with cracked case at display window corners, and minor scratched display window.